Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
It was initially reported by an optometrist on (B)(6) 2017 that a patient experienced corneal ulcer. Further information was received via phone call on (B)(4) 2017 stating that the patient slept with the complaint contact lenses. No additional information is available at this time. Additional information has been requested but not yet received.